Manufacturer narrative:
H3: analysis found that console received with software 1.7.5. Crm firmware was not correct. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 and img g02030 codes no longer applicable. For product ID: nim4cpb1 serial number: (B)(6) h3: analysis found that there were loose pins on afe board. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 and img g02005 codes no longer applicable. Fdc d02 fdr c0201 belongs to p2026181 for product ID: nim4cpb1 serial number: (B)(6) h3: analysis found that fault confirmed. Ferrite was positioned too close to the edge of the main circuit board. This put added tension on the ribbon cable, resulting in the cable slightly being misaligned in the connector to the stim board. Repositioned ferrite, reinserted cable, and tested. Stim failure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure the device was getting patient interface fault detected when connected through both wired and wireless. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. H6: img g02005 belongs to serial numbers: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.